Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a rebel bms catheter in two pieces. The balloon was loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The hypotube was completely separated 26.3cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. The proximal end of the stent is damaged. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08 mar 2019. It was reported that shaft damage occurred. The target lesion was located in the heavily calcified posterior tibial artery. After a 45cm 5fr non-bsc sheath was placed and pre-dilatation was performed with 2mm and 2.5mm balloon catheters, a 24 x 2.50 rebel stent was selected for use. However, upon passing through the sheath, the delivery balloon catheter was damaged and the device was withdrawn. Subsequently, another 24 x 2.50 rebel stent was advanced; however, it was noted that the catheter broke about 25cm from the hub. The device was completely removed and the procedure was completed with a 2.5mm x 16mm rebel stent that was successfully deployed. No patient complications were reported and the patient was fine. However, returned device analysis revealed hypotube detached/separated and stent damage.